Event description:
It was reported to philips that the device's battery was low.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer's authorized service provider (asp) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's battery was low. There was no patient involvement.